Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was rec'd from a physician on 01-sep-2010, and upon medical review, has been upgraded to serious base on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4).this case involves a female pt, who rec'd poly-l-lactic acid (sculptra) therapy on an unspecified date. No additional treatment details were reported. Relevant medical history and concomitant medication information were not mentioned. On an unk date, the pt experienced severe hematoma post-sculptra injection. Event outcome is unk. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician causality assessment: probable.